Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device displayed a flickering of light during intubation. No pt injury or harm.